Event description:
It was reported that the screw had a defective thread. It was noticed before the surgery. There was no harm for patient, operator or third party. Update swit (B)(6) 2023: the incident occurred during an anterior cruciate ligament replacement plastic surgery. The tip of the screw broke off inside the patient. The broken piece was retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the screw had a defective thread. It was noticed before the surgery. There was no harm for patient, operator or third party. Update swit 09-apr-2023: the incident occured during an anterior cruciate ligament replacement plastic surgery. The tip of the screw broke off inside the patient. The broken piece was retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 12-apr-2023: two screws were returned for evaluation, one of them has a defective thread and with the second screw the tip is missing.

Manufacturer narrative:
Additional info: b4, h6. The complaint is confirmed. Two unpackaged ar-5028c-09 serial/batch number (B)(6) were received for investigation. Visual evaluation found the bio screws are deformed. One screw is missing the geometry at the distal end close to the tip/end. The second screw was broken at the distal end close to the tip/end. The reported failure is most likely caused by; 1. Exposing the screws to high temperatures. 2. As a result of user error: failure to engage the screw completely may result in damage to the implant, or 3. Manufacturing issues. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided.